Manufacturer narrative:
(B)(4). Final analysis found the outer insulation at the suture sleeve tie down region to be damaged. The inner insulation was damaged due to suture sleeve tied to tight compressing outer coil on inner insulation. This likely cause the complaint from the field. (B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance, it was also noted suture sleeve tie down too tight and lead fracture. The lead was explanted and replaced. The patient was stable post procedure.